Event description:
It was reported to philips that the allura system was not booting up. The device was outside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, there was an issue with the flexvision pc grabber card. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Fse replaced the flexvision pc and installed the software in another case. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.